Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 25th and 26th distal stent wraps. Resistance was felt while loading over protective sheath. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a severely calcified and mildly tortuous lmt to lad lesion exhibiting (B)(4) stenosis. It was reported that there was no damage noted to the device packaging and no issues were noted when attempting to remove the device from the hoop/tray. The device was inspected with no issues noted. It was reported that resistance was encountered while attempting to deliver the stent but no excessive force was used. It was removed from the patient and the stent was observed as deformed with a slight fray noted on the proximal side. The physician tried to insert the device back into the non-mdt guide catheter from both the distal and proximal ends but the device was trapped at the same location. Both the stent and the guide catheter were removed together. The device did not pass through a previously deployed stent. A non mdt stent was deployed to complete the procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.